Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter¿s menu screen was inadvertently changing without user input and prevented the patient from delivering a bolus. No additional information was provided and troubleshooting could not be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. The meter paired successfully with a test pump. A bolus from the test pump was successfully programmed and delivered by the returned meter. No keypad issues were observed. No inadvertent menu selections were observed. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.